Event description:
An orsiro mission drug-eluting stent system was selected for treatment. During the attempt to insert the guidewire into the stent system, it was noticed that the stent has been dislodged outside of the patients body.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Judging from the radiopaque markers, the stent is displaced on the balloon by about 13 mm in proximal direction. The stent is deformed at its distal end, i.e. Several struts are bent. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.